Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of the driving cap broke off. It was found in the central sterile department. There was no patient involvement.

Manufacturer narrative:
Device received. A review of the device history record: device history lot. Part: 03.010.523. Lot: 9725427. Manufacturing site: (B)(6). Release to warehouse date: 10 sept 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background: it was reported that on an unknown date, the tip of the driving cap broke off. It is unknown how the issue was discovered. Patient and procedure involvement was unknown. This complaint involves one (1) devices. Investigation flow: damage. Visual inspection: the driving cap/threaded (p/n 03.010.523, lot 9570803) was received showing the threaded distal tip broken off at the most proximal thread form. The broken off tip was returned. The driving cap in a used condition as there are numerous hammer/impaction marks on the cap. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes: the device failure/defect of broken tip was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. Connector for insertion handle se_380067 rev k to l during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap/threaded (p/n 03.010.523, lot 9570803) as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible that the device encountered excessive forces and/or off-axis striking. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of the driving cap broke off. It is unknown how the issue was discovered. Patient and procedure involvement was unknown. This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).